Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2012-04655 pertains to the other device. It was reported to boston scientific corporation that a pinnacle posterior pelvic floor repair kit was implanted into the patient on (B)(6), 2008.according to the complainant, the patient experienced injuries (specifics unknown).all other information is unknown.